Event description:
It was reported that during implant surgery, the passer broke off in the pt. The hcp made an opening in the pt's lower neck to retrieve the component. The pt did not experience any signs or symptoms from the event. The pt recovered without sequela.